Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm and duplicate the issue. Visually inspected turbine and found no signs of physical damage or misuse. Installed the turbine on a known good vela unit and started it up in user mode with the patient's default settings. The following alarms began to alarm: vent inop, motor fail, circuit disconnect, low pip, and low ve. The power was cycled into service mode, and an inspection of the events log revealed a checksum issue in the turbine eeprom (2945). Further investigation revealed that the incorrect turbine interface was being used. The customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator had a transducer fault and the screen does not display anything. Furthermore, there was no patient associated with the reported event.